Event description:
The customer observed falsely decreased hemoglobin results generated on the alinity hq analyzer for multiple samples. The following results were provided: (customer provided reference range for hemoglobin 11.7-15.3 g/dl women, 13.4-16.9 g/dl men) (B)(6) 2025 sid (B)(6) dob (B)(6) 1993 initial hemoglobin 7.90 g/dl, repeat result on another analyzer ((B)(6)) = 14.5 g/dl. (B)(6) 2025 sid (B)(6) male patient initial hemoglobin 6.94 g/dl, repeat result cell-dyn sapphire = 10.6 g/dl. (B)(6) 2025 sid (B)(6) female patient initial hemoglobin 6.44 g/dl, repeat result cell-dyn sapphire = 10.3 g/dl. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. A review of trending data associated with the alinity hq analyzer did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity hq analyzer for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased hemoglobin results generated on the alinity hq analyzer for multiple samples. The following results were provided: (customer provided reference range for hemoglobin 11.7-15.3 g/dl women, 13.4-16.9 g/dl men) (B)(6) 2025, sid (B)(6), dob (B)(6), initial hemoglobin 7.90 g/dl, repeat result on another analyzer (hq00416) = 14.5 g/dl. (B)(6) 2025, sid (B)(6), male patient initial hemoglobin 6.94 g/dl, repeat result cell-dyn sapphire = 10.6 g/dl. (B)(6) 2025, sid (B)(6), female patient initial hemoglobin 6.44 g/dl, repeat result cell-dyn sapphire = 10.3 g/dl. No impact to patient management was reported.